Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 1300mg/dl. It was stated that the customer was experiencing high glucose for the past two days. It was stated that the customer's most recent glucose reading was 507mg/dl. Troubleshooting was performed. The programming, time, and date were correct. It was stated that there was not an infusion set or reservoir in the insulin pump. While reviewing the alarm history found multiple no delivery alarms. It was stated that there the customer did not change the infusion set. No further info was provided.